Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of no of image occurred from a defective cable unit which was likely damaged by handling and physical stress. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). This device is not sold in the us, but a similar device is. Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the device yielded no image. There were also interference streaks observed. The cables are bent and broken. Parts of the casing and buttons are worn. Damage may be caused by handling and physical stress. Repair of this device is required to return it to the original equipment manufacturer standards. The user¿s complaint was confirmed. There was leaking observed at the device knob. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned by the customer for the issue of leakage. There was no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was noted that the device yielded no image. There were also interference streaks observed. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.